Manufacturer narrative:
.

Event description:
Procedure type: unk. According to the reporter, upon removal of the versaport v2 cannula from pt, it was noticed that a piece of the cannula had broken off. The piece of plastic from the cannula was found between the fascia layers. No harm to the pt occurred and this did not result in any additional operating time or blood loss. Allegedly, this port was used for the scope and did not have any electrosurgery equipment used through it. No pt injury was reported. No further pt details were obtained.